Manufacturer narrative:
H6: imdrf annex c grid field is updated. H7: remedial action init. Field is updated. H9: correction/removal rpt num field is updated. Device has been serviced.

Event description:
It was reported that the customer is replacing the display board due to missing segments. There was no patient involvement.

Manufacturer narrative:
H4: device manufacture date field is updated. H3 other text : device has been serviced.

Event description:
It was reported that the customer is replacing the display board due to missing segments. There was no patient involvement.

Manufacturer narrative:
There are CAPA #'s noted for the following parts replaced that have an already existing CAPA. Keypad / (B)(4). The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
It was reported that the customer is replacing the display board due to missing segments. There was no patient involvement.